Event description:
It was reported that the customer received an oxygen gas module that did not work. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The oxygen gas module which was reported as defective, was simulated use tested in a reference ventilator as well as in our production test system in a laboratory environment. No alarms were generated and no deviation during these tests were noticed. No device logs has been received for our evaluation, nor any information regarding serial number of the ventilator. The reported problem has not been able to be reproduced, therefore the cause could not be determined in this investigation. Our conclusion is that the oxygen gas module is functioning according to its specification.

Event description:
(B)(4).